Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur. Technical support advised the caller to continue using the pump and to reach out again if the issue reoccurs. Customer acknowledged and understood the instructions.